Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported a PICC inserted in to patient without any issue until the stylet was being removed and the stylet was very difficult to remove like it was stuck, eventually after many attempts managed to remove it. No other information was provided. It was reported this occurred with two devices. This report addresses the first device.